Event description:
It was reported that the patient experienced pain at the implantable pulse generator (ipg) site of the spinal cord stimulator (scs) system. It was stated that the patient lost weight causing the ipg to become superficial causing pain when wearing clothes. The patient underwent a procedure in which the ipg was repositioned from the flank to the abdomen. The patient is doing well post operatively, and no devices will be returned as they all remain implanted.